Event description:
A pump declared an altitude alarm was reported by the customer, which did not adversely impact the customer's blood glucose level. The customer's insulin delivery was suspended due to the alarm. Technical support instructed the customer to remove an obstruction from the speaker holes and clean them, but this did not immediately resolve the issue. The customer was unable to resume insulin or load a new cartridge initially. After a follow-up, the customer successfully cleared the speaker holes and loaded the cartridge, leading technical support to close the case.